Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide says "keep the pump protected when not in use. Store at temperatures between -4°f (-20°c) and 140°f (60°c) and at relative humidity levels between 20% and 90%." H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got exposed to humidity prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 178 mg/dl.